Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code and was not resettable, and customer had not received prior field correction notice. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and device return, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.